Event description:
I bought (B)(6) grand feminine care tampons, regular sized with a compact plastic applicator. Are used to one while camping so it was dark and I didn't notice that the tampon was upside down in the applicator so when I inserted it the string was not accessible. Later when I went to remove it, I couldn't find it so I thought maybe I didn't actually put one in. Two weeks later, I was having terrible pain and it came out so I'm going to my doctor because I'm still on my cycle. However, when I went to use another one from the same box I noticed that another one was upside down and applicator so it ran the risk of getting stuck as well. This is dangerous because of toxic shock syndrome, and two in one box is way too many. Document number: (B)(4). Report number: (B)(4). Manufacturer date code: 607643. Purchase date: (B)(6) 2016, this date is estimate. The product was damaged prior to the incident: yes. The damaged was repaired prior to the incident: no. I still have the box with a few good tampons in it, not the defective one.